Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was difficult to read with deep scar. Customer blood glucose value was unknown at the time of incidence. Customer also stated that bolus stop randomly and they must replace set and also receive no delivery alarm. The device will not be returned for analysis.